Manufacturer narrative:
The field service engineer performed maintenance actions on the analyzer. Precision studies recovered within specifications after the service actions were performed. The investigation determined the service actions resolved the issue. The issue is consistent with insufficient service maintenance.

Manufacturer narrative:
The lipase reagent lot number was 75128801, with an expiration date of 30-sep-2024. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the lipase colorimetric assay on a cobas 6000 c501 module. The sample initially resulted in a lipase value of 282.5 u/l. The sample was repeated, resulting in a lipase value of 36.0 u/l. This value was reported outside of the laboratory and agreed with the patient's clinical history.